Event description:
It was reported that a tsw35 was used during a colon procedure. It was reported by the affiliate that the staples would not deliver after the fourth loading. There was no consequence to the pt.